Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient event and explant date information; however, no further information was received.

Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted at an unknown date and for an unknown reason. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.